Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the reservoir had rewind anomaly. The patient¿s blood glucose level was 9 mmol/l at the time of the incident. Reportedly, 3 days later he went again to the hospital, again for a hypoglycemia of 1 mmol/l, where he stayed for one week. Reportedly, the pump was not working. He wants to insert a new reservoir but the piston is not rewinding. The customer was advised that the reservoir needs to be replaced. The device is not expected to be returned for analysis.